Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and atrial leads. In addition, the oversensing on the atrial lead resulted in inappropriate mode switch. As the root cause of the oversensing was unknown, the physician elected to explant and replace both leads and the device. During the replacement procedure, insulation damage was visually confirmed on the rv lead. The patient was in stable condition.